Manufacturer narrative:
Additional narrative: (B)(4). The expedium quick connect single inner polyaxial screwdriver (product code: 2797-12-400, lot number: unknown) was not returned to the customer quality unit (cqu). While it was initially identified that the shaft was available, three requests for its return were made without the sample or a tracking number being returned. Without the device we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting a pedicle screw into l3 the tip of the screwdriver broke off in the hex of a 7mmx40mm pedicle polyaxial si screw. This broken piece of the screwdriver is stuck in the hex of the screw meaning that it is very difficult to revise or remove this screw as this will stop proper engagement of any subsequent screwdriver . Fortunately the screw was adequately inserted and in the right place - no significant impact on surgery- however any subsequent revision will be complicated significantly